Manufacturer narrative:
(B)(4). Unit alarmed pump error during motor rewind. Per visual inspection the home motor switch was wet. As a matter of fact, the boards were wet once they were taken out of the case. Unable to perform displacement test due to the pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing display window cover.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.